Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits mild devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing exhibits minor scratch marks; the fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 1:06 minutes, 9,543 joules while using the surgical fiber during a prostate procedure, the fiber was observed to be moving inside of the metal tip and overheat. The fiber was replaced and the procedure completed using the second surgical fiber. There was no injury reported.